Manufacturer narrative:
Device passed displacement test. Device received with cracked case behind the pump near the battery compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump had top of he reservoir lip ring fell off. The customer¿s blood glucose was unknown at the time of incident. Customer's mother reported that there was a cracked on the insulin pump at the back near the battery compartment. The customer's mother was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.